Manufacturer narrative:
The device was not returned. A review of the electronic lot history record and similar incident query for this product was not performed since the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a hi torque pilot 50 guide wire felt resistance with an unspecified intravascular ultrasound catheter, and the guide wire felt sticky. Resistance was felt removing the guide wire from the catheter. However, the devices were able to be removed separately without other issues. A new unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.